Event description:
It was reported that the ilet pump touchscreen became intermittently unresponsive, with screen freezes that prevented unlocking for extended periods, and the device was replaced; no alerts or alarms were noted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen that manifested as unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.